Event description:
Enterprise thrombosis after stent implant on middle cerebral artery (mca) (2.5 mm reference vessel diameter) - antiplatelet therapy started during procedure due to stent implant's decision during diagnostic exam - technical procedure description: access on dx via femoral artery, eparine therapy with 500 mg of flectadol, 6 cp of plavix, 6fr g.c. And release of the stent enterprise 4,5*22, coiling with orbit (5 coils). Good implant and coil s release inside the aneurysm during post routinely angiographic control. After a few hours post procedure (pt woke up) occurred at late clinical event as a thrombosis due to stent implant (angio). Used drug therapy of agrastad 33 cc and heparin 3000 u. And continuous infusion of agrastad 10 cc/h and heparin 1000 u for 24 hours - after this therapy the mca is completely opened with pta and after 10 days, the pt's clinical condition is stable without any symptoms. There was no significant stenosis/calcification/ tortuosity of the parent vessel. No significant vessel spasm at any time prior to or during placement of the stent was noted. No difficulty experienced with coils placement. No difficulty experienced accessing the target site. There was no difficulty during navigation of the guidewire or microcatheter past the neck of the aneurysm prior to placing the stent. There was no vessel characteristics that resulted in microcatheter instability that may have caused vessel trauma. There was no excessive push force required with any of the devices during the procedure. There was no evidence of vessel/endothelial damage/trauma at any time post procedure. The stent extended after placement a minimum of 5mm beyond either side of the aneurysm neck. The stent was fully expanded and there was a good wall apposition between all areas of the stent and the vessel. The pt's symptoms was not ruptured aneurysm diagnosed without symptoms.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.